Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure, recurrent pneumonia, new or worsening asthma, and severe gallstones. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the blower motor. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found inside the blower box. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination throughout humidifier enclosure and water tank. Large pieces of sound abatement foam separated from the main formation. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer applied power to the device and verified airflow. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. The manufacturer was unable to address the symptoms specified. UDI number, report source, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure, recurrent pneumonia, new or worsening asthma, and severe gallstones. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.